Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow-up, it was reported that the patient was discharged from the hospital and recovered from peritonitis and cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd fluid and abdominal pain (occurred a day prior to the peritonitis diagnosis). The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized, treated with vancomycin injection (1gm, once in 4 days, intraperitoneal, ongoing) and amikacin injection (60mg, once daily, intraperitoneal, ongoing) for peritonitis and pd therapy was discontinued. At the time of this report, the patient remained hospitalized and recovering from peritonitis and cloudy pd effluent; however, has recovered from abdominal pain (three days after the initial symptom onset).